Event description:
Author presented, via a poster board presentation; "initial resident experience performing cataract surgery with and without femtosecond laser" during an annual research meeting which indicated degree of subconjunctival hemorrhage was 1.8 +/-1.36 vs 1.1+/1.8." Additional information has been requested. The research poster copy is attached.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).